Manufacturer narrative:
Medtronic received information that the valve was implanted 10 years and 5 months. Corrected information: device serial number, UDI and implant date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for the replacement was not reported. No further adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that a transcatheter valve was implanted valve-in-valve due to aortic insufficiency. If information is provided in the future, a supplemental report will be issued.